Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h9 h3, h4, h6: part 03.404.016s, lot 78p6460: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: november 25, 2020. Expiration date: october 31, 2030. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier: (B)(6). Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. FDA correction/ removal reporting no. 3008812560-10/26/2020-001-c. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during incision and drainage of tibia and flap over wound, a 10mm reamer head for ria ii system broke while in patient. The flanges on the head broke. One (1) piece was removed and one was retained in the patient. The surgeon did not want to go after piece. There was no surgical delay reported. The procedure was successfully completed. This report involves one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).